Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is lay user/patient the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs compared to a laboratory result using an unknown method. The meter result was 4.5 inr and the laboratory result was 3.4 inr. The results were taken within an hour of each other. The customer's therapeutic range was requested but not provided. However the customer stated that their inr results are always stable between 2.5 -3.0 inr.

Manufacturer narrative:
The customer's test strips were returned for investigation and they were tested using a reference meter with control sample. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.